Event description:
It was reported that the right ventricular (rv) lead exhibited unstable r-waves. The physician ordered reassessment of the lead in two months. Approximately two months later r-waves were unobtainable. The lead remains in use until further action or treatment is decided upon. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.